Event description:
On (B)(6) 2013 it was reported that the vns patient has chronic suicide ideations that worsened by (B)(6) 2011. The physician reported that he believed they worsened due to loss of vns therapy as the device was at eos. Interventions taken were that the patient was seen more frequently and 2 doses of medication were changed. The patient's suicide ideations "worsened off vns." No causal or contributory programming changes, medication changes, or other external factors precede the onset of the suicide ideations. Clinic notes dated (B)(6) 2010 were received which indicated that patient admitted to some suicide ideations; "wishing I were dead." The patient underwent generator replacement on (B)(6) 2012 due to end of service. The generator was retuned for product analysis. The end of service condition was confirmed in the product analysis lab; an open can measurement of the battery voltage determined that the battery was depleted. The end of service condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. The generator was unable to be interrogated and determined to be the result of normal battery depletion. The device performed according to functional specifications and product analysis concluded that no abnormal performance or any other type of adverse condition was found with the generator.